Event description:
It was reported that after predilatation of only the proximal end of the intended lesion, the pixel system would not advance. An attempt was made to remove the stent through the guiding catheter without success, and the stent was lost and remained in the "cx". The sds and the guide wire were removed without the stent. The stent was eventually compressed against the side of the arterial wall.